Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information, and the caller successfully started their sensor session after following the instructions to reset the pump.